Manufacturer narrative:
(B)(4). The device was manufactured june 20, 2014 - june 24, 2014. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was observed to have a brown particle floating in the solution. The unit was compounded with antibiotic drug meropenem. This was discovered before use. There was no patient involvement. Additional information was requested and is not available.